Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed using a 24 mm balloon. Subsequently, the valve was inserted into the patient and deployed. Following initial deployment, an infold was observed in the valve frame. The valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system using a new compression loading system and implanted in the patient. No patient complications were reported as a result of this event. Additional information was received that a mislead was not observed during loading. A procedural delay occurred in result of the infold. Per the physician, the patient had calcified leaflets that contributed to the infold. Additional information was received that approximately 1 day following the implant of this transcatheter bioprosthetic valve, hemorrhaging at the access site was observed.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heart valves}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected d.4 and h.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.